Manufacturer narrative:
Only photo was returned. Plunger underride was observed on the returned photo. The attached photo shows an activated company device. The plunger appears to be advanced outside of the nozzle tip and appears to be advanced under the intra ocular lens (iol). The iol appears to be advanced into the nozzle entry. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified (ophathlamic visco surgical device) ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, during the preparation of the system for implantation viscoelastic was introduced and the plunger passed over the iol. Thus, deforming the optical part and haptic elements of the lens (the iol remained in the cartridge). There was no patient contact with the iol and the procedure was completed on the same day by replacing the lens with a similar lens.